Manufacturer narrative:
(B)(4). Concomitant product: stent: unspecified stent. (B)(4) - failure to follow steps/instructions. Elite guide wire instructions for use states: do not deploy a stent such that it will entrap the wire between the vessel wall and the stent. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the hi torque bmw elite guide wire instructions for use states: do not deploy a stent such that it will entrap the wire between the vessel wall and the stent. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a proximal left anterior descending (lad) coronary artery stenting procedure, a balance middle weight elite (bmw elite) guide wire was advanced into the first diagonal coronary artery and a bmw elite was advanced into the lad. Proximal to the bifurcation, a stent was deployed, trapping the distal segment of the bmw elite wire that was in the diagonal coronary artery. Upon removal of the wire, the distal segment of the wire separated. The stent was post dilated to secure the detached portion of wire. There was no adverse patient sequela, no additional treatment and no reported clinically significant delay in procedure. There was no additional information provided.